Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016, it was reported that the patient experienced increasing blood glucose values while using the patch pump. The bg readings were 185 mg/dl, 336 mg/dl, and 572 mg/dl. No other signs or symptoms of hyperglycemia were reported. At the same time, the patient stated that they were "unsure if the meter was giving false readings." The meter complaint was forwarded to the manufacturer. The patient reported that 2 correction boluses were given, and the patch was replaced with a new one. No further episodes of hyperglycemia were noted. The complaint is being reported because of the possibility that the device caused or contributed to the hyperglycemic event.

Manufacturer narrative:
The device was returned and investigated by calibra's product analysis lab on 07/28/2016 with the following results: the conclusion of this investigation is that the user did not properly prime the device prior to usage. By not completely priming the device the presence of air in the fluid path leads to lower amounts of insulin or no insulin being dispensed with each click of the buttons. There was evidence of a large air bubble in the insulin reservoir. The device did not contain any physical damage. During the investigation the device was properly primed and insulin was dispensed per design.